Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that at implant attempt, the lead impedances measured between 1500 and 2000 ohms. Damage during implant was questioned. The lead was not used. No patient complications were reported as a result of this event.